Manufacturer narrative:
A persistent service code was identified by the AED, prompting a recommendation for the device to be removed from service and returned for evaluation.upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified the cause as a connectivity issue with a relay. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Manufacturer narrative:
The device log files were reviewed by the manufacturer. The logs indicated that during an automated self-test, the AED identified a potential issue and initiated a user alert by flashing the red asi indicator and emitting an audible chirp. The analysis confirmed that the associated service code was repeatable. Based on this finding, the device was recommended for removal from service. Upon return, the AED underwent bench testing, which identified that the AED was unable to deliver therapy. Although the original customer report did not involve patient use and was not initially considered reportable, the evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical setting. Therefore, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech lifeline AED displayed service code 5071. The issue did not occur during patient use. No harm was reported.